Manufacturer narrative:
On (B)(6) 2016 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
At the moment of the notification of the MDR 2016-00138 (revision due to stem loosening 1 year after first revision), it was noticed that the first revision performed on this patient was not notified to us in the past, so it was decided to register this first revision on that day. The awareness date was (B)(6) 2016 as only on that day we became aware of that surgery, even if it was performed 1 year before. Additional information received on (B)(6) 2016 and includes: the surgeon assistant told that this was a revision due to possible infection - infection never confirmed. Batch review performed on 04 april 2016. Lot 134977: (B)(4) items manufactured and released on 16 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size m 0, code 01.25.012, lot. 146501 ((B)(4)) (B)(4) items manufactured and released on 09 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. On (B)(6) 2015 a revision was done. The surgeon replaced the head and liner. The surgery has been completed successfully. X-rays and explants are not available.